Event description:
A us distributor contacted zoll to report that battery charger/modem sn (B)(4) was unable to power on.

Manufacturer narrative:
Device eval summary: device eval of charger sn (B)(4) has been completed. The reported problem (unable to power on) was confirmed. As received, the charger was unable to charge a battery pack. Upon investigation, y1 (10 mhz smd crystal on the bedside board was found to be defective. The defective component was causing the system to reset. The root cause of the defective y1 was unable to be positively identified. No adverse event resulted from the defective battery pack.